Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 55 alarm confirmed in the formatted history file on 01/25/2026 15:22:06.000. As per r&d engineer mark freger: pump error 55 alarm (linenumber: 688 filenumber: 39) (internal flash crc) was generated on main mcu since the factory parameters crc was not valid- suspecting the hw. This is the fatal alarm that causes the 'open-book'. Also, there is no pump error 35 alarm records were found in the pump history and traces. In further review of the formatted history file 2 days from the event date of 25-jan-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 01/25/2026 14:00:02.000, 01/25/2026 15:21:48.000, 01/25/2026 15:24:40.000, 01/25/2026 15:28:25.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 01/25/2026 01:07:00.000, 01/24/2026 03:58:00.000, 01/24/2026 07:30:00.000, 01/24/2026 11:16:00.000. Sensorerroralert (801) was found on: 01/25/2026 11:11:03.000. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.85 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 55. Pump error 55 alarm (linenumber: 688 filenumber: 39) was confirmed, suspected on hw. According to r&d engineer, pump 35 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), pump error 35 (a broken force sensor was detected during seating or regular delivery) and pump error 55 (the flash crc is incorrect for factory-stored information). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.